Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was explanted in a secondary procedure due to unexpected myopic outcome. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.